Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Review of the device imaged noted normal battery depletion. However, an abnormal transient battery voltage drop was detected. The cause of the reported event could not be determined.